Event description:
It was reported that pressure in the ats 3000 fluctuated throughout the procedure, but was sufficient to complete the procedure. No info was reported regarding visualized pressure readings or the presence of an audible alarm. There was no harm or increased surgical time reported. The procedure completed as planned.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 6 yrs old and never been returned to the MFR for repair. The inspection found that the event could not be duplicated. Unit was allowed to run with a test cuff inflated and the cuff did not drop pressure. Customer's cuff was not received to test with the unit. Unable to determine a cause of the reported complaint. The device was serviced and returned to the customer.